Event description:
The patient underwent placement of the allurion balloon on (B)(6) 2026. On (B)(6) 2026, the patient presented with intolerance that was not improved with adjustments in diet and medications, and an abdominal x-ray showed the balloon to be approximately 30% hyperinflated. The balloon was endoscopically punctured and removed. No additional complications were reported during the clinical course of the patient.